Event description:
It was reported that the patients ipg became harder and longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.